Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with missing segments and partial display due to cracked zebra connector. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip, battery tube threads and minor scratches on display window.

Event description:
It was reported that the icons at the top of insulin pump are fully missing. Customer's blood glucose reading was 167mg/dl. Nothing further reported.